Event description:
It was reported that the procedure was to treat a 90% stenosed heavily calcified lesion in the mildly tortuous mid circumflex (cx) artery. Pre-dilatation was performed with a 2.0x12mm balloon dilatation catheter (bdc). The 3.5x28mm xience pro stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of another xience pro stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system indications instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design, or labeling. The xience pro is currently not commercially available in the us.